Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Exact date unknown, event occurred 7 months ago prior to the date the manufacturer became aware.